Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cervical dysplasia and loop electrosurgical excision procedure. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): type: uti"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol) and surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the vaginal infection, vulvovaginitis, urinary tract infection, depression, anxiety, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: pt tolerated procedure well. No complications diagnostic results: on (B)(6) 2017 patient had pathology report resulted in :- consists of 2 segments of debrided fallopian tube first measuring 6.0 cm in length, 0.5 cm in diameter second measuring 7.5 cm in length, 0.5 cm in diameter. Attached to both fragments are portions of the cornual region and attachment point of the uterus. The serosal surfaces are purple pink, smooth, and glistening. The fimbriated ends appear grossly unremarkable. Serially sectioning reveals a pinpoint lumen containing a coil shape metallic medical device in each segment concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal infection, vulvovaginitis. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Following events were added: infection (bladder/ urinary tract/vaginal): type: uti, depression, mental anguish, migraines, headaches, fatigue and abdominal pain. Treatment drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cervical dysplasia and loop electrosurgical excision procedure. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): type: uti"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol) and surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the vaginal infection, vulvovaginitis, urinary tract infection, depression, anxiety, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: pt tolerated procedure well. No complications . Diagnostic results: on (B)(6) 2017 patient had pathology report resulted in :- consists of 2 segments of debrided fallopian tube first measuring 6.0 cm in length, 0.5 cm in diameter second measuring 7.5 cm in length, 0.5 cm in diameter. Attached to both fragments are portions of the cornual region and attachment point of the uterus. The serosal surfaces are purple pink, smooth, and glistening. The fimbriated ends appear grossly unremarkable. Serially sectioning reveals a pinpoint lumen containing a coil shape metallic medical device in each segment . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal infection, vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of product technical complaint. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/pain pelvic') in an adult female patient who had essure (batch no: 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included cervical dysplasia, loop electrosurgical excision procedure and parity 4 (on (B)(6) 2005, on (B)(6) 2006, on (B)(6) 2009, on (B)(6) 2013). On (B)(6) 2017, patient had pathology report resulted in: consists of 2 segments of debrided fallopian tube first measuring 6.0 cm in length, 0.5 cm in diameter second measuring 7.5 cm in length, 0.5 cm in diameter. Attached to both fragments are portions of the cornual region and attachment point of the uterus. The serosal surfaces are purple pink, smooth, and glistening. The fimbriated ends appear grossly unremarkable. Serially sectioning reveals a pinpoint lumen containing a coil shape metallic medical device in each segment. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen) since on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): type: urinary tract infections"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition:depression"), anxiety ("psychological or psychiatric problems-condition:mental anguish"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal infection ("vaginitis/vaginal infection"), vulvovaginitis ("vulvovaginitis"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with paracetamol (tylenol) and surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, urinary tract infection, abdominal pain, hypersensitivity, bladder disorder and cystitis had resolved and the vulvovaginitis, depression, anxiety, migraine, headache, fatigue, dyspareunia, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: pt tolerated procedure well. No complications start date discrepancy: on (B)(6) 2013. (Discrepancy noted, previously reported insertion date on (B)(6) 2013; insertion date on (B)(6) 2013 approximately 37 days post live birth) as per current pfs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal infection, vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included cervical dysplasia and loop electrosurgical excision procedure. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): type: uti"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2014, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal infection ("vaginitis"), vulvovaginitis ("vulvovaginitis") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol) and surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the vaginal infection, vulvovaginitis, urinary tract infection, depression, anxiety, migraine, headache, fatigue and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: pt tolerated procedure well. No complications. Diagnostic results: on (B)(6)2017 patient had pathology report resulted in :- consists of 2 segments of debrided fallopian tube first measuring 6.0 cm in length, 0.5 cm in diameter second measuring 7.5 cm in length, 0.5 cm in diameter. Attached to both fragments are portions of the cornual region and attachment point of the uterus. The serosal surfaces are purple pink, smooth, and glistening. The fimbriated ends appear grossly unremarkable. Serially sectioning reveals a pinpoint lumen containing a coil shape metallic medical device in each segment. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal infection, vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs received. Event ¿dyspareunia (painful sexual intercourse)¿ added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included cervical dysplasia and loop electrosurgical excision procedure. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced vaginal infection ("vaginitis") and vulvovaginitis ("vulvovaginitis"). The patient was treated with surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection and vulvovaginitis outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: pt tolerated procedure well. No complications diagnostic results: on (B)(6) 2017 patient had pathology report resulted in :- consists of 2 segments of debrided fallopian tube first measuring 6.0 cm in length, 0.5 cm in diameter second measuring 7.5 cm in length, 0.5 cm in diameter. Attached to both fragments are portions of the cornual region and attachment point of the uterus. The serosal surfaces are purple pink, smooth, and glistening. The fimbriated ends appear grossly unremarkable. Serially sectioning reveals a pinpoint lumen containing a coil shape metallic medical device in each segment concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal infection, vulvovaginitis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number added,event added as:- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), infection (bladder/ urinary tract/vaginal): vaginitis and vulvovaginitis,event outcome for event pain updated fron unknown to recovering/ resolving. Historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/pain pelvic') in an adult female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included cervical dysplasia, loop electrosurgical excision procedure and parity 4 ((B)(6) 2005, (B)(6) 2006, (B)(6) 2009, (B)(6) 2013). * on (B)(6) 2017 patient had pathology report resulted in :- consists of 2 segments of debrided fallopian tube first measuring 6.0 cm in length, 0.5 cm in diameter second measuring 7.5 cm in length, 0.5 cm in diameter. Attached to both fragments are portions of the cornual region and attachment point of the uterus. The serosal surfaces are purple pink, smooth, and glistening. The fimbriated ends appear grossly unremarkable. Serially sectioning reveals a pinpoint lumen containing a coil shape metallic medical device in each segment. Family history included ovarian cancer. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): type: urinary tract infections"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems-condition:depression"), anxiety ("psychological or psychiatric problems-condition:mental anguish"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal infection ("vaginitis/vaginal infection"), vulvovaginitis ("vulvovaginitis"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with paracetamol (tylenol) and surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vaginal infection, urinary tract infection, abdominal pain, hypersensitivity, bladder disorder and cystitis had resolved and the vulvovaginitis, depression, anxiety, migraine, headache, fatigue, dyspareunia, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: pt tolerated procedure well. No complications start date discrepancy= (B)(6) 2013. (Discrepancy noted, previously reported insertion date on (B)(6) 2013; insertion date of (B)(6) 2013 approximately 37 days post live birth) as per current pfs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal infection, vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new events bladder problem, urinary problem, bladder infection, vaginal discharge were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.